Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutters failed testing, and the cutter and roller gear were worn. The cutter and roller gear were replaced and resolved the reported issue. The cutters could not be fully repaired as this component needs to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesh was incomplete taken on previously recovered cadaver skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.